Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-12-16 the manufacturer representative reported that there were impedances on all electrodes but one at the post op appointment. It was noted that there were no external or patient factors that may have contributed to the issue and that the impedances had been normal at implant. The physician was aware of the issue and it was resolved at the time of the report. No patient symptoms reported. On 2020-jan-06 additional information was received from the rep. It was reported that the impedances were out of range. The cause was unknown. No actions/interventions were taken to resolve the issue. The provided information was confirmed with the account/hcp. No further complications were reported.